Manufacturer narrative:
Result of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was not able to verify the customer's reported issue during testing and evaluation. The service technician inspected the oscillator and found the start button was not working. The service technician installed the part and calibrated the ddi indicator and performed circuit calibrations with no issues.

Event description:
It was reported to vyaire medical that the mean airway pressure fluctuates. The customer stated that it was fluctuating while on a patient. There was no patient compromise, the ventilator was swapped out.